Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of their pacemaker not working due to swelling lower extremities. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.